Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered two fluid leaks on the cycler pumps and cassette area after ending their pd treatment on separate dates. The cycler was eventually replaced. The patient reported completing treatments manually after the two fluid leaks. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. No other samples are available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered two fluid leaks on the cycler pumps and cassette area after ending their pd treatment on separate dates. The cycler was eventually replaced. The patient reported completing treatments manually after the two fluid leaks. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. No other samples are available to be returned for physical analysis.